Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This report is being filed to correct the b2: outcomes attrib to adv event and h6: patient codes and impact codes.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. Additional information obtained from the field which indicated that the lead was fractured when the device was explanted. The physician attempted to repair this lead, however, it was not working well and had to be replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. Additional information obtained from the field which indicated that the lead was fractured when the device was explanted. The physician attempted to repair this lead, however, it was not working well and had to be replaced with a new lead. No additional adverse patient effects were reported.